Event description:
As reported by the field clinical specialist, approximately 3 years and 8 months after a 23 mm sapien 3 ultra valve was implanted via transfemoral tavr procedure, a valve in valve procedure was performed with a 23 mm sapien 3 ultra resilia valve. Per additional information received, the valve had a peak gradient of 46 mmhg and mean gradient of 30 mmhg consistent with severe stenosis.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 were updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet thickening, leaflet motion restriction and increased gradients were confirmed based on the provided medical records. Hypoattenuated leaflet thickening (halt) with leaflet motion restricted may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In addition, elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Per patient's medical history, patient had vast comorbidities (diabetes mellitus, hypertension, coronary arteriosclerosis, renal insufficiency, etc.), which are known that may increase the risk of early valve degeneration/ thickened leaflets leading to leaflet motion restricted with increased gradients due to the blood flow obstruction across the valve. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical records received for the patient, beginning of 2025 the patient presented with worsening dyspnea on exertion. In addition to the increased gradients reported, a CT done reported the percutaneous aortic valve with mild thickening of all 3 leaflets and mild restricted left leaflet opening forming moderately stenotic ovoid orifice. It was decided to treat the coronary artery disease and then plan to bring the patient in for a tavr in tavr implant.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed review of medical records. Sections b5, g6, and h2 were updated. H6 codes were added: device codes. H6 code was corrected: health effect - clinical code. Investigation is ongoing.